Event description:
It was reported that a pad and pump mattress pad had a pump that did not function.

Manufacturer narrative:
On 10/17/2013, a careguard pad and pump had a pump not functioning was determined to be reportable.